Manufacturer narrative:
(B)(4).

Event description:
The pt experienced no stimulation. The implantable neurostimulator was replaced due to end of battery life; the lead was replaced due to fracture. The pt outcome was reported as "no injury."